Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was unknown. It was reported that therapy was ongoing and the patient was performing therapy at the time of death. The patient was not hospitalized prior to death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. A review of the devices logs revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. Internal and external inspection was performed and no issues were noted. During the homechoice return instrument test/evaluation (rite), the device passed electrical testing; however, the device failed the homechoice rite functional test due to an unrelated alarm during the button verification test and was determined not to meet performance specification requirements per rite testing (the failed rite functional test will be captured and reported through (B)(4)). A short simulated therapy was performed with no issues noted. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the patient passing away. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. There was no non-conforming product identified related to the reported problem. As a result, the direct cause of the patient passing away was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was received for analysis and an evaluation has begun, but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.